Event description:
During total hip arthroplasty on (B)(6) 2021, a femoral bone fracture occurred during broaching and was treated with cable. The surgeon stated that the event was not related to this device but to the patient's fragile bone quality.